Event description:
It was reported that there was a coupling problem and the reporter saw no coupling bars. It was noted that the caller performed an antenna locate which began with 24; however the caller was able to get it up to 50. It was noted that charging was reinitiated afterward but still no coupling bars were displayed. It was noted that the caller stated that the battery was dead. The caller was not sure how many bars were typical for the patient. It was noted that the caller could feel the implantable neurostimulator (ins) through the skin. It was stated that the patient had fallen maybe two or three times (no dates given). The coupling issues began approximately two weeks ago. It was further reported that the coupling bars would go from eight to zero and zero to eight between one day and the next. It was noted that the ins did seem to move a bit in the pocket. An x-ray was recommended to assess for a flipped file. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v016987, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).